Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2013 due to unknown reasons. It was further reported that elevated metal ion levels were noted prior to revision surgery. The modular head and femoral stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."